Event description:
On january 19, 2009, a doctor reported that a patient lost a dental implant about 9 weeks after the implant placement, due to poor bone quality. The doctor also indicated that bone augmentation material was used on the patient.